Event description:
It was reported to boston scientific corporation that a rotatable medium oval snare was used in the common bile duct during a removal of an external biliary drainage tube procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the loop wire of the device would not extend. The device was removed from the patient and it was noticed that the catheter was kinked near the handle. Attempts were made to extend the snare during which the catheter detached from the handle. The procedure was completed with another rotatable medium oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a rotatable medium oval snare was used in the common bile duct during a removal of an external biliary drainage tube procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the loop wire of the device would not extend. The device was removed from the patient and it was noticed that the catheter was kinked near the handle. Attempts were made to extend the snare during which the catheter detached from the handle. The procedure was completed with another rotatable medium oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Investigation results: visual evaluation of the returned device found that the flare was detached and catheter was slightly bent. Evidence of the flare manufacturing process was present on the catheter. Functional testing could not be performed due to the flare detachment. The complaint was confirmed; the flare detachment prevented the snare loop from extending. Additionally, the catheter at the proximal end was bent. The review and analysis of all available information failed to indicate the root cause of this complaint. There is an investigation in place to address this issue. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no other complaints exist for the specified lot.

Manufacturer narrative:
(B)(4) for the reported event: catheter detached. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.